Event description:
A surgeon reports that one year ago he implanted the sa60d3 lens model bilaterally for a patient. Following the initial surgeries the patient's ucva (distance) was 20/20 and ucva (near) was j 1+. During the year following the surgeries, the patient complained about seeing halos at night. Patient was able to continue activities of normal life including frequent travel. Due to the patient's continuing complaints of halos at night, a bilateral lens exchange was performed. Following the lens exchange, the patient's ucva (distance) is 20/20 and glasses aer required for near vision. The patient no longer sees halos at night. As stated in the directions for use (dfu), some visual effects may be expected due to the superposition of focused and unfocused multiple images. These may include some perceptions of halos or radial lines around point sources of light under nighttime conditions.